Event description:
It was reported that an unexpected reset occurred and when the pump was reset the time and date were incorrect. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.